Event description:
It was reported that the patient presented for in-clinic follow up. An interrogation of the implantable cardioverter defibrillator revealed loss of ventricular capture. Programming interventions were made. The were no patient symptoms reported.